Manufacturer narrative:
There were no parts returned, no pt info provided, no x-rays, and no surgical notes. Due to lack of info, it is not possible to determine the probable cause of the joint loosening. : evaluation: no products was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the devices were implanted in 2007 and that the pt was revised in 2009 because of pain due to possible joint loosening.